Event description:
The article, "clinical implication of the naples prognostic score on transcatheter aortic valve replacement in patients with severe aortic stenosis", was reviewed. The article presented a retrospective, single center study to investigate the predictive role of the nps in determining mortality in patients undergoing transcatheter aortic valve replacement (tavr) under long-term follow-up. Devices included in this study was sapien xt (edwards life sciences), portico (st. Jude medical), corevalve evolut r (medtronic), myval (meril life sciences private ltd.), and lotus valve system (boston scientific corporation). The article concluded that the naples prognostic score (nps).as a malnutrition and inflammation marker in patients with severe aortic stenosis who underwent tavr provides valuable information for all-cause mortality under long-term follow-up. [The primary and corresponding author was gökhan demirci, istanbul mehmet akif ersoy thoracic and cardiovascular surgery training and research hospital, turgut özal bulvari no:11, 34303, kucukcekmece, istanbul, turkey, with corresponding email: gkhncardio@gmail.com] the time frame of study was from january 2010 to december 2021. A total of 400 patients were included in this study, of which the number of abbott devices could not be confirmed. The average age was 79.4 years and the average gender was female. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, prior coronary artery bypass graft, peripheral artery disease, cerebrovascular disease, chronic pulmonary obstructive disease, chronic kidney disease, pulmonary hypertension, and atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, prior coronary artery bypass graft, peripheral artery disease, cerebrovascular disease, chronic pulmonary obstructive disease, chronic kidney disease, pulmonary hypertension, and atrial fibrillation. One of the complications reported was arrhythmia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Literature attachment: article title "clinical implication of the naples prognostic score on transcatheter aortic valve replacement in patients with severe aortic stenosis"na